Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 198 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display during testing due to corroded electronic assembly. Corroded motor assembly was noted during visual inspection. We were unable to confirm critical pump error alarm due to blank display. The device was also received with minor scratched lcd window, scratched case, cracked retainer and corroded battery tube.